Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The pacemaker interrogation indicated the eri battery status, which was activated on (B)(6) 2026. Furthermore, the data revealed that high pacing output of rv 4.8 v at 1 ms was programmed on (B)(6) 2025. This represents a high current program, which results in a faster battery discharge. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was explanted due to eri status.